Event description:
On (B)(6) 2015 the reporter (pharmacist) contacted lifescan (lfs) (B)(4), alleging that the lay user/patient¿s onetouch verio2 meter was reading inaccurately high compared to another meter. Medical surveillance requested customer service to contact the reporter to ask some follow-up questions. The complaint was therefore classified based on the customer service representative (csr) documentation and the additional information obtained. The reporter stated that the alleged inaccuracy issue began on (B)(6) 2015 at approximately 6:55am in the morning when the patient allegedly obtained a reading of ¿70mg/dl¿ using the subject device compared to a reading of ¿50mg/dl¿ using another device (onetouch ultra), both readings were within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient reportedly manages his diabetes using an insulin pump, and denied making any changes to his usual diabetes management routine in response to the reported issue. The reporter stated that the patient experienced symptoms of ¿shaking, weak and speaking like a bit drunk¿ approximately 5-10 minutes after the reported issue occurred, and reportedly self-treated by consuming several pieces of sugar (4 or 5) and felt better shortly afterwards. At the time of troubleshooting, the csr noted that the patient did not have the test strips or control solution anymore, and was unable to confirm whether the testing procedure was correct or whether the test strips were passed their expiry date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up # 1 - 6/2/2015 device evaluation.the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A device history record (DHR) was done on the subject meter lot, which was found to have deviation. The planned deviation is a relation to a supplier change notification that has no adverse impact on the product performance or function. Retain testing could not be performed as the test strip lot number was not provided. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.